Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a helium alarm that would keep activating. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Corrected fields: h6 (evaluation result codes, evaluation conclusion codes).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the helium tank and found it was below the acceptable pressure for the unit, causing the low helium alarm. The iabp was tested with the existing helium tank and the stm verified the low helium alarm. A full helium tank was installed and the iabp operated without issue and no alarms. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a helium alarm that would keep activating. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.